Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found the lens haptic torn. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted and removed a 12.6mm vicmo12.6, -11.00 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2019. The lens tore during injection. There was patient contact (lens touched the eye) with no patient injury. During the initial surgery on (B)(6) 2019, a replacement lens was implanted. This resolved the problem. Cause of the event is reported as unknown.